Event description:
Additional information was received from a healthcare provider (hcp). The outcome was resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient noted tenderness at the pump site in (B)(6) of 2014. On (B)(6), 2014 the patient also reported abnormal, pain at the pump site which caused difficult in bending. The issue was reported as related to the pump. The event was non-serious and the severity was reported at mild and had not interfered in a significant manner with the patient's normal functioning level. There was plan to discuss repositioning of the pump. The outcome was reported as ongoing as of (B)(6), 2014. This device system delivered morphine, bupivacaine, and baclofen at the time of the event. It was further reported as of 2014-11-03, that the event was still was ongoing and unresolved. On (B)(6) 2015, the pump was re-positioned from the right abdomen to the left abdomen.